Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via a femoral approach. The 3.0x38mm, de novo, target lesion being treated was located in the severely calcified mid left circumflex. A 3.00x38mm promus element stent was selected to treat but was unable to cross the lesion. The device was exchanged fo a non-bsc stent; however, this device was also unable to cross the lesion. The physician decided to abandon the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: a tactile and visual examination found no defects on the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was broken approximately 226mm distal to the strain relief. There were various hypotube kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).